Event description:
The physician used a wilson-cook triclip endoscopic clipping device to treat an emergency gi bleed. Prior to use, the handle separated and the clip release tab was no longer attached to the handle. The user decided to continue use by holding the handle in place, but the clip release tab was not put back into place. Once the product was advanced through the endoscope, the clip detached in an open position and was left to pass. Post procedure the pt's condition was report to be well.